Event description:
Edwards received notification of a sapien m3 procedure. Post implant, patient had severe pvl on lateral commissure and a 14mm amplatzer device was placed after the sapien m3 implantation. Patient had unsupported flail med p1 and mid p2. Patient received blood transfusion before the procedure. Post implant, patient had severe pvl on lateral commissure and a 14mm amplatzer device was placed after the sapien m3 implantation. After plugging, the pvl was mild. Patient developed hemolysis. The plug has not been removed. Patient has recovered from hemolysis and is doing fine. As per medical opinion, initially it was thought that hemolysis occurred due to the pvl plug and the sm3 device. The patient has recovered and the hospital informed that they think the hemolysis occurred as reaction to the blood transfusion.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.